Event description:
Patient presented to the physician, post-implant procedure, with a hematoma at the chest incision site. Physician brought the patient into the operating room and evacuated the hematoma. Patient was admitted for observation and was discharged a week later. This resolved the issue.